Manufacturer narrative:
Other relevant device(s) are: micra delivery system. Model #: mc1vr01-delsys/ expiration date: 28-jul-2022/ serial#: (B)(4) UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: (B)(6) 2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that after deployment the physician removed the delivery system before cutting the tether. The leadless implantable pulse generator (ipg) was pulled down into the introducer. The tether was cut and removed and the ipg was replaced. No patient complications have been reported as a result of this event.